Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the delivery catheter system was received without a valve loaded within the capsule. The device was received with both the handle and the capsule open. A bend was observed to the catheter shaft. Delamination was evident to the proximal end of the capsule. A kink was evident to the proximal end of the inner member. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. It was not possible to load an in-house valve as the stylet could not be inserted into the inner member due to the kink on the inner member. No other deformation was evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Updated data: d3, d9, h3, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evproplus-unknown}; product lot/serial number {unknown}; product type: {0195-heart valves}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and recaptured multiple ti mes due to dislodgement. After multiple recaptures, the valve was withdrawn from the patient. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and recaptured multiple ti mes due to dislodgement. After multiple recaptures, the valve was withdrawn from the patient. No patient complications have been reported as a result of this event. Additional information was received indicating that a pre-implant balloon aortic valvuloplasty was performed using a 20 mm by 40 mm balloon. The valve was deployed 6 times, but it was recaptured each time due to dislodgement. No post-implant balloon dilatation was performed.

Manufacturer narrative:
Updated data: a2. A4. B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.